Event description:
It was reported that customer experienced recurring cartridge alarms, specifically cartridge alarm 30, which did not occur during the load process and had been seen with consecutive cartridges on same pump. There was no adverse impact to the customer's blood glucose level. Customer switched to multiple daily injections, and technical support confirmed issue, determined pump was out of warranty, and arranged for pump replacement without return of original device.